Event description:
I had depuy pinnacle total hip replacement in (B)(6) 2011. Five years ago, I started having pain in my left hip and thigh. Having trouble walking and sitting. My hip feels loose and makes clicking and clacking noises when walking. I cannot sleep on my left side due to pain; I take flexeril, ultram, cymbalta, prozac, celebrex, naproxen and ambien. Three years ago, I was put on a steroid dose pack for pain, it helped for a couple of months. (B)(6), left hip was injected with steroid, and again it did not help. (B)(6), had acupuncture on left hip. (B)(6), had blood levels very high for chromium 76 and cobalt 124; levels should be less than 2. (B)(6), cobalt and chromium levels redrawn and still very high. My pain continues to increase. I have memory problems, vision problems, heart rate in 90's, extreme fatigue, headaches, shortness of breath and shaking and jerking movements.